Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 18-may-2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated she was not currently having any diabetic symptoms. No medical intervention since the last call was reported. Manufacturer contacted customer in a follow-up call on 26-may-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated that she had obtained a new vial of test strips and is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected glucose range. The customer reported symptoms of increased thirst and increased urination; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2022 and open vial date is (B)(6) 2021 (open longer than 4 months - expired). The customer did not have another vial of test strips that had been stored and handled correctly. Customer stated that she would obtain new test strips and call manufacturer back. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 18-july-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date.